Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was difficulty advancing to the lesion and the device was difficult to remove. A rotapro 1.75mm and rotawire were selected for use in a procedure. During procedure, the rotapro could not be delivered to the lesion. It was also reported that there was difficulty removing the device and it was suspected that the wire was kinked. The procedure was completed with another device of a difference size. No patient complications were reported.